Manufacturer narrative:
The reported condition of device stopped infusing and will not power on was confirmed through evaluation due to bent u5 software legs and pressed in software socket. The user interface module and the u4/u5/u65 software was replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?stopped infusing and will not power on.?? (B)(4).

Manufacturer narrative:
This device was forwarded to baxter product analysis lab for further testing. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During device evaluation by baxter on a colleague infusion pump, the device stopped infusing and will not power on during a user interface module burn in test. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.